Event description:
Consumer reports multiple testing and receiving inaccurate results (erratic readings). Analysis run on clark error grid using mean avg. Reading (62) as ref. Points vs. Bd readings (32,92) yielded-data points in d range of the grid, outside acceptable limits.